Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve, it was immediately explanted as the physician said the valve did not fit into the annulus. Another mechanical valve was successfully implanted in its place. No additional adverse patient effects were reported.